Event description:
Pt who had tmj prosthesis placed on 5/16/91, now presents with non-traumatic fracture of the prosthesis causing pain and inability to chew. Pt will need further surgery to remove prosthesis and reconstruct joint. This info was submitted as follow-up 8/2/94: the date of surgery was 5/16/91. The pt believed and was told that she had a certain brand prosthesis. When the prosthesis was surgically removed dr noted that it was not that brand prosthesis. The pt is a 42-yr-old female who was seen in 1991 for grinding noises in her joint and headaches. The pt also complained of pain when eating and pain in her neck and shoulders. At that time the radiographic exam revealed that condylar head of the mandible on the left side was totally degenerated. The pt had a left sided total joint replacement and a right sided glenoid fossa prosthesis inserted. The pt did well until one yr ago when she noted that on her right side she was experiencing increased soreness and sensitivity when chewing. Additionally, on her left side the pt heard a crackling sound and noted a small change in her bite. One month prior to presentation the pt heard a loud crack and noticed a tender lump in her left periauricular region. Radiographic exam revealed a fracture of the left prosthetic implant and degeneration of the right condylar head. (*)